Manufacturer narrative:
A sample was received and a visual examination revealed, the hub/cannula piece was still attached to the infusion cannula. The polyimide cannula was torn from itself. Approximately a third of the polyimide tubing length remained intact in the hub. The glue joint looked normal and did not fail. The torn area looked distorted around the area of the failure as though it was grasped by a surgical instrument. An attempt was made to verify thickness and the ID of the tubing, however, the condition of the piece was such that no verifiable reading could be obtained. The complaint was for a bl5281 which is a 23 ga valved cannula ¿ titanium. The sample received was a 23 ga polyimide/hub assembly. The facility where the complaint was lodged to was contacted to verify the part number. The issue happened in (B)(6) and wasn't reported to bausch + lomb till june. The contact did not remember the incident. So the part number and lot number on the complaint is not correct. Unfortunately without the correct part and lot number, a DHR review cannot be performed. The investigation results were inconclusive for cause.

Manufacturer narrative:
Product has been requested for evaluation however it has not yet been received. Sterilization and lot history records were reviewed and no exceptions were found.

Event description:
A report was received from a user facility in (B)(6) stating: "defective entry site alignment system with valve. Cannula broke off in patient's eye during surgery. It was retrieved by the doctor. No adverse reaction by patient."